Event description:
It was reported that the patient was implanted with a ci following a neurectomy of the vestibulocochlear nerve, in order to treat meniere's disease. During first fitting it was detected that the patient did not have any sound perception on any electrode channel. The patient was explanted of the device on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.